Event description:
The device was explanted and replaced on (B)(6) 2018 and the patient condition was normal prior and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. There were also multiple battery performance alerts (bpa). The device had a longevity of 4-5 years at the last device follow-up which was in (B)(6) 2018. Upon interrogation, the device showed eri alert on (B)(6) 2018, eol alert on (B)(6) 2018 and bpa alert on (B)(6) 2018. Upon device interrogation on (B)(6) 2018, the device exhibited eri. Device replacement was discussed due to unstable battery. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.